Event description:
It was reported that a user of the iLet experienced recurrent low glucose events just before lunch after a supply change, with device reports showing a significant hyperglycemic spike a few hours earlier followed by an apparent overcorrection; the caregiver confirmed no leaks or moisture, meals were approximately three hours apart, and usual meal announcements were made, and blood glucose questionnaires indicated no symptoms for high or low glucose. Symptoms included asymptomatic hypoglycemia. Outcomes included self-treatment with oral glucose and no escalation of care. Investigation included review of user-reported data and a request for internal clinical review. Investigation of this case revealed no device malfunction reported or observed, with user behaviors and recent supply change considered as potential contributors to the observed glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.